Event description:
This study compared the results of multiple pacemaker implantation procedures using proglide devices. The intention of this study was to determine the safety and feasibility of using proglide devices to achieve hemostasis in the internal jugular vein (ijv). The pre-close technique was used in all cases. The rate of vascular complications were extremely low; however for proglide included the following: one minor hematoma requiring the use of manual compression. The article concluded that use of the proglide device in the ijv is a safe method to achieve acute hemostasis and to facilitate improved patient comfort. Specific patient information is documented as unknown. Details are listed in the attached article, "jugular vascular closure and scar formation after leadless pacemaker implantation."

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article title ¿jugular vascular closure and scar formation after leadless pacemaker implantation¿. B3: date of procedure was estimated (B)(6) 2024. D4: the UDI number is not known as the part and lot number were not provided. H6: medical device problem code 1494- incorrect anatomy.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Reportedly, the device was used in the internal jugular vein. It should be noted that the electronic perclose proglide instructions for use (IFU), states: the perclose proglide smc and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. Based on the information reported through the research article, a definitive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. The images contained in this article were reviewed and the photographs demonstrating the step-by-step process for closing the internal jugular vein after large bore access with a 27 fr. Micra tps delivery tool using a double perclose proglide technique. No abbott device malfunction was observed. The patient effect of hematoma is listed in the electronic proglide IFU, as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.